Manufacturer narrative:
Date of event: exact date unknown, event occurred for the last couple of months.

Event description:
It was reported that the ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.